Event description:
It was reported that the patient experiencing inadequate pain relief. The patient underwent a revision procedure wherein two new linear leads were implanted. The patient was doing well post operatively. The implantable pulse generator (ipg) remained in place.